Manufacturer narrative:
A review of tickets determined that there is a normal complaint activity for lot 92610li00 and no trends were identified for the product issue. Return testing was not completed as returns were not available. Sensitivity testing was performed on a retained kit of lot 92610li00 and four replicates of the positive control were tested with the values well within specifications. The clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect anti-hcv, lot 92610li00.

Manufacturer narrative:
Patient information: patient identifier: multiple sids for the same patient = sid (B)(6); sid (B)(6) and sid (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported (B)(6) architect anti-hcv results for one patient. The results provided were: different facility: on (B)(6) 2017: sid (B)(6) = (B)(6); reference # (B)(6). On (B)(6) 2019: architect = (B)(6); new sample reference # (B)(6). On (B)(6) 2019: (B)(6). There was no reported impact to patient management.